Manufacturer narrative:
The customer reported complaint of the thermogard roller pump not working and the led stays on were confirmed during the functional testing. The issue was attributed to a defective pump raceway. The raceway unit was replaced to remedy the issue. Once completed, the thermogard passed the functional testing with no issue or faults observed. Visual inspection was performed and no damage was noted upon receipt. During functional testing and self-testing, the roller pump cover was not detected and the pump raceway was found to be defective. Archive log was reviewed and found no significant issues.

Event description:
It was reported that after starting the roller pump cover, the led light does not turn off. This causes the priming function to not work. No patient involvement was reported.